Manufacturer narrative:
(B)(4). Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify lost sensor alarm due to blank display.

Event description:
Information received by medtronic indicated that the sensor got lost sensor alarm and loss of communication. No harm requiring medical intervention was reported. The device will not be returned for analysis.